Manufacturer narrative:
No solution was identified during the provided during service activity, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that the fluoroscopy failed, and the case was canceled by the customer on an azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.